Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during a thrombectomy procedure the trerotola device being used stopped rotating and was unable to be removed from the patient, it seemed to be snagged in the patients arm. The device was left in the patient and transferred to the ER. The basket and drive unit remained with the patient. The unit stopped, it is unclear if it started to slow down prior. Dr. Reported the unit stopped all of a sudden like it snagged." The patient underwent emergency exploration of left upper arm, removal of retained tretola catheter, and repair of cephalic vein. Following surgery, the patient was taken to the recovery room in stable condition and reported to be "doing well without problems".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit warns the user, "potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm)." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during a thrombectomy procedure the trerotola device being used stopped rotating and was unable to be removed from the patient, it seemed to be snagged in the patients arm. The device was left in the patient and transferred to the ER. The basket and drive unit remained with the patient. The unit stopped, it is unclear if it started to slow down prior. Dr. Reported the unit stopped all of a sudden like it snagged." The patient underwent emergency exploration of left upper arm, removal of retained tretola catheter, and repair of cephalic vein. Following surgery, the patient was taken to the recovery room in stable condition and reported to be "doing well without problems".